Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported, the leak was originating from the filter. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h3 and h6 b5: the leak was reported as "'leaking at small medication tubing filter". H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed at 45 psi and no leak or blockages were observed. During pull testing no separations were noted. Lastly, the set underwent functional testing, and the set performed per product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.